Event description:
I got silicone implants (B)(6) 2015 mentor smooth and approximately 6 months later started to exhibit signs of bii. Starting with chronic sinus infections, and swelling around my eyes. It has now progressed to chronic joint and muscle pain with a dx of ra. Debilitating fatigue, fibromyalgia, dehydration, vertigo, ringing in the ears, gi problems and multiple other symptoms. I have been to multiple specialist who give my the diagnosis but with no explanation as to why. I am planning to explant in the next couple of months. FDA safety report ID# (B)(4).